Manufacturer narrative:
The reported events of high pacing threshold, loss of capture and high pacing lead impedance were not confirmed while the reported events of insulation abrasion and stylet could not be inserted were confirmed. As received, a complete lead was returned in one piece. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Lead impedance test could not be performed due to as received procedural damage to the lead. Visual inspection of the lead found an external insulation abrasion breaching the optim sheath only proximal to the suture sleeve tie impression. The silicone tubing was not abraded in this location. The cause of the external insulation abrasion is consistent with friction to the device can. Stylet was inserted through the proximal end of the lead and was restricted at the distal region of the lead due to inner coil clogged with blood. The cause of the reported event of stylet could not be inserted was isolated to the inner coil clogged with blood.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
During an in clinic follow-up, a loss of capture and high pacing impedance were observed on the right ventricular (rv) lead. During the revision procedure, the stylet was unable to be inserted into the rv lead and insulation damage was observed on the rv lead. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.